Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board assembly (pcba). The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. Covidien ref: (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. There was no pt involvement reported.